Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events ranging between 40-60 mg/dl. Reportedly, the customer recently began basketball season and suspected it to be the cause of the low bg. Customer consumed juice to address low bg. Additionally, the customer set a temporary basal rate to treat bg. Reportedly, customer is working with healthcare provider to adjust basal rates and address bg.